Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported they were injected with an unknown juvederm into their lips and experienced a reaction. Their bottom lip took [the filler] with no problem but ¿as soon as [their] top lip was injected, they had an immediate swelling reaction.¿ an amount of 0.2ml was injected. Product had to be dissolved. Patient had lots of swelling and bruising that has gone down since. Patient is really pleased with results on bottom lip. Juvederm treatment was done to correct ¿disfigure due to facial injury in car crash¿ almost 2 years ago. The patient¿s teeth were knocked out. Patient has since had boned and gum grafts along with titanium implants and new teeth as part of their final restoration treatment. Patient was disappointed to have this reaction in lip shape restoration. Treatment: "dissolved", arnica cream, tablets, head pads. Symptoms resolved.